Manufacturer narrative:
Ous MDR.

Event description:
Our MDR - after an implantation time of about 3.5 yrs, an insulation defect was reported. No deterioration in the pt's state of health was reported. Implant, explant and event date were not provided.